Event description:
It was reported that there were many tachycardia episodes recorded when it comes to this right ventricular (rv) lead. A review by technical services (ts) noted that low amplitude right ventricular events were sensed and thus oversensing was observed. Ts discussed performing an in office evaluation to evaluate this rv lead. No adverse patient effects were reported. This device remains implanted. Additional information noted that a revision took place to explant the device due to premature battery depletion (refer to report 12365955) for further information. A full chest fluoroscopy was performed with no evidence of a lead fracture, insulation damage or a lead dislodgement was noted. The lead pacing polarity was changed to bipolar. The physician believed that the recorded episodes could be discriminated as supraventricular ventricular tachycardia (svt). It was noted that the sensing configuration was reprogrammed to unipolar with fixed sensitivity. With the unipolar configuration no variability in the r wave was noted and no noise was seen with a fixed sensitivity. The patient will continue to be monitored via remote monitoring.